Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the first of three reports. Refer to 3011270181-2016-00006 for the second report. Refer to 3011270181-2016-00007 for the third report. It was reported by (B)(4) that, "a nurse went to assess a patient and noted an audible cuff leak related to the endotracheal tube (ett). The endotracheal tube has been replaced three times for the same issue during the time in the emergency department. The single tube that was sequestered has a large leak in the cuff area, and it is not possible to safely examine the tube due to the large quantity of dried blood/secretions. Therefore, it is not possible to determine whether the leak is from a product defect or damaged during intubation." No additional information provided.